Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, episodes of post-paced t-wave oversensing and competitive atrial pacing were observed on the device. Reprogramming is anticipated to resolve the event, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.